Event description:
The report received from the field indicated that during an interventional procedure upon removing the cypher 2.5 x 18 mm stent from the package, the stent was noted to be fractured. There was no reported pt injury. Add'l info obtained indicated that the pt is a male. No info regarding the pt's medical history was available. The target lesion for the procedure was the left anterior descending (lad) coronary artery. There was no info regarding the target lesion morphology available. An add'l cypher 2.5 x 18 mm stent was used to treat the pt/lesion successfully. No add'l info was available.

Manufacturer narrative:
The product is available for evaluation and testing. However, the product has not been returned as of to date. Add'l info will be submitted within 30 days upon receipt.